Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013; due to skin overgrowth around the abutment. During the procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.